Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 787008) inserted for female sterilisation. The patient's concurrent conditions included uterine bleeding and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic tlh with bilateral salpingectomy (right) cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details:- trailing coils: left-4, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: no evidence of peritoneal spillage on today's exam.. Pathology test - on (B)(6) 2019: secretory-phase endometrium. - unremarkable myometrium. - unremarkable cervix. - paratubal cysts of the fallopian tubes. Pregnancy test - on (B)(6) 2019: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 787008) inserted for female sterilisation. The patient's concurrent conditions included uterine bleeding and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic tlh with bilateral salpingectomy (right) cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: trailing coils: left-4, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: no evidence of peritoneal spillage on today's exam. Pathology test - on (B)(6) 2019: secretory-phase endometrium. Unremarkable myometrium. Unremarkable cervix. Paratubal cysts of the fallopian tubes. Pregnancy test - on (B)(6) 2019: negative. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received. Lot number added. Event "medical device removal added". Removal details added. Case becomes incident. New reporters, plaintiffs information added. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.